Manufacturer narrative:
Review of the logfile for the day of treatment showed all laser system functions were within specifications for the respective treatment. The logfile showed aborted treatment. The energy was stabile the whole day. During treatment phase of reported treatment (laser fired), the system showed a warning message and the treatment stopped. The user aborted the treatment at 28%. The user restarted the aborted treatment and finished it without other issues. No technical problem could be found in logfile review. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported that during a refractive procedure the surgeon had to stop the laser to readjust the patient correctly. After the stop, the laser did not restart normally. The surgeon had to exit the treatment screen and had to restart the aborted treatment. Treatment was completed with only a short delay. No patient harm was reported.